Manufacturer narrative:
(B)(4). Nonconforming staple stack. The analysis results showed that the instrument was returned non- functional due to a non-conforming staple stack. In addition, two staples were found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. The staples were removed and the staple stack became aligned. The device was tested for functionality and it fired and formed the remaining 15 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. While no conclusion could be reached as to how the staple stack became misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a knee replacement procedure, the device was producing malformed staples on unknown firings. Another device was used to complete the procedure. There was no adverse consequence to the patient.